Event description:
Additional information was received indicating that there was a loss of pacing on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead was not performing as expected. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual and x-ray examination of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts.